Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. There were no rewind anomalies on the device. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, scratches on the display window and shifted end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 508 mg/dl. Customer experienced diarrhea, vomiting and treated their high blood glucose with a manual injection. Customer advised during a bolus attempt they did not receive insulin. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.